Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. The investigation is inconclusive for the alleged limb detachments. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Only use the recovery cone removal system to remove the recovery filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime after a vena cava filter deployment, three detached limbs were discovered. Two detached limbs were embolized in the right pulmonary artery and one detached limb was embolized in the right atrium. Limited information was provided, it is unknown if an attempt was made to retrieve the filter or detached limbs. No other pertinent medical information or patient information surrounding this event was provided. The patient status at this time is unknown.